Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04498. It was reported that the right ventricular lead exhibited high capture thresholds. All other lead measurements were stable. Fluoroscopy revealed that the lead was pulled tight with no slack. The lead was explanted and replaced. A right atrial lead that was previously capped and replaced on (B)(6) 2005 was also explanted during the procedure. No further information was reported regarding the atrial lead. The patient was stable throughout.